Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 05-jan-2023. H6: investigation summary customer returned (1) open 4mm, 32g pen needle with part of the shelf carton from lot # 2159720. Customer states that the needle was not functioning. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent insulin from properly flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. Root cause cannot is user related as the non patient end of the cannula was bent during use of the product.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles the medication could not be delivered. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: previously I had reported ia the diabetes shop that per box of bd 4mm needles as many as 5 needles were not functioning, determined both at the test drop and during injection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles the medication could not be delivered. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from dutch to english: previously I had reported ia the diabetes shop that per box of bd 4mm needles as many as 5 needles were not functioning, determined both at the test drop and during injection.